Event description:
It was reported that in preparation for the case, the doctor flushed saline into the side port & the stent prematurely deployed. The item wasn't used on the patient. Another of the same make was used successfully.